Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 574mg/dl and diabetic ketoacidosis.  The customer treated with the pump and also indicated that the pump alarmed motor error.  Troubleshooting found that the pump history contains more than one motor error within the past 30 days.  Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction.  The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test and unable to prime during the prime test due to faulty force sensor resistor. Motor passed motor test. Pump unable to perform the occlusion test and excessive no delivery test due to motor error alarm during the basic occlusion test and unable to prime during the prime test. The insulin pump was received with cracked reservoir tube lip and minor scratched lcd window.